Manufacturer narrative:
Bd received 2 photos for investigation. The indicated failure mode of fm inside the tube was observed in the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes, foreign matter was found in one (1) tube. No adverse impact was reported regarding the patient or user.